Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the safety lock was unlocked and the actuation button was depressed. Add'l eval is required. A supplemental report will be submitted when the eval is completed. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, when the aortic cutter on the heartstring iii was fired it would not retract our of the aorta. It caused a tear that the surgeon estimated to be 6mm-8mm. They were able to repair the tear with the kit. The same device was used to complete the procedure. The hosp did not report any pt effects.